Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the metal hinge from a silent nite gl hinge sleep device came off and broke.

Manufacturer narrative:
The patient's ethnicity/race was reported as hispanic by the healthcare professional. Manufacturer internal reference number: (B)(4).

Event description:
It was also reported that the patient went to the hospital because they experienced stomach cramps. The patient was not hospitalized or admitted and did not suffer permanent injury and they are doing well.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be partially clean. It was observed that part of the hinge was detached from the tray as one of the screws was not there to keep the hinge attached. Root cause description the potential root cause for this failure could be due to the screws not being fully tightened to the device which would have caused the screws to become loose and detach from the device. Manufacturer reference:(B)(4).